Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg's battery door was unable to open and that the button was stuck in the pushed position. It was noted that the battery drawer assembly was contaminated. It was determined at analysis that the epg failed the incoming functional test for backlight due to connector issue on main printed circuit board (pcb). The hanger assembly and lower case were broken. The capacitor c277 on the main pcb was damaged. The keypad surface was compromised. It was further noted that the encoder stems, one case screw and two knobs were contaminated. The main seal was pinched and contaminated. One plug was missing and five plugs were installed improperly. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg)'s battery door was unable to open. It was noted that the button was stuck in the pushed position. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.